Event description:
A discordant low immulite 2500 nt-pro-bnp assay result was obtained on a pt sample and the result reported. The pt was redrawn and retested one week later and the result was elevated. The original sample was then repeated and the result was also high. The pt has been hospitalized. There was no known report of adverse health consequences or if pt treatment was altered due to the discordant low nt-pro-bnp assay result.

Manufacturer narrative:
Analysis of the instrument data indicate that there are no known causes for the discordant low nt-pro-bnp result. Review of the instrument data did note that the recommended two week adjustment interval had not been performed by the customer. The instrument is performing within specifications. No further eval of the device is required.